Event description:
From staff: during PICC placement, when the introducer was removed and attempted to peel away the cannula, it would not peel and then the wing broke off. While attempting to remove the cannula after the wing broke, the catheter was punctured and had to be removed and new one needed to be placed.